Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and images were provided for review. The investigation of the reported event is currently underway. (Expiration date: 06/2024).

Event description:
It was reported that one month post port placement, device allegedly had a suction issue. It was further reported that the connection between the catheter and port hub was allegedly fractured and the catheter fell into the atrium. Reportedly, the detached catheter was removed through interventional infusion port thoracic surgery. The current status of the patient is reported as stable.

Event description:
It was reported that approximately one month post port placement, device allegedly had a suction issue. It was further reported that the connection between the catheter and port hub was allegedly fractured and the catheter fell into the atrium. Reportedly, the detached catheter was removed through interventional infusion port thoracic surgery. The current status of the patient is reported as stable.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation. One electronic photo and two x-ray images were provided for review. The investigation is confirmed for the reported fracture and material separation issues, as a complete break was noted on the catheter segment on the provided photo. The images appears to represent a fractured catheter, but the embolized portion is not clearly visualized. The investigation is inconclusive for migration and suction issues, as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 06/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.